Manufacturer narrative:
On (B)(6) 2016 customer followed up stating blood glucose (bg) levels were still elevated above (400 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated to be looking into other infusion site options due to being leaner. It was indicated that the clinical diabetes specialist (cds) will follow up with the customer in regards to other infusion set options. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels over the past week (500 mg/dl) the customer would change supplies and take manual injections, bolus to stabilize bg level. The suspected cause for the elevated bg levels was due to a sinus infection and the customer is on an anti-biotic. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.